Event description:
It was reported that during a tempanomastoidectomy surgery, it was observed that the motor device was "heating up¿ and sounded ¿horrible". There were no delays to the surgical procedure. It was reported that the actual device as used to complete the procedure as a spare device was not available for use. The reporter stated that the device was ¿cooled by applying wet 4x4¿. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment meets all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.